Event description:
The customer reported that during a surgical procedure, the instrument dismantled. Add'l info has been requested. No pt injury was reported.

Manufacturer narrative:
Integra lifesciences corporation is filing on behalf of the initial distributor. The MFR has been notified of the reported complaint.